Event description:
End user reported an open blister on his peristomal skin at the six (6) o'clock position for a week.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user was educated on the use of stomahesive powder and was also sent samples to try. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive flexible wafer and this event is deemed possible because product use is temporally associates with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.